Event description:
The following info was reported in MFR report 3004209178-2010-09673: it was reported that the pump was replaced due to battery depletion following a low battery alarm. A catheter CT dye test had been performed prior to surgery to ensure that catheter was patent and therefore did not need to be replaced. Correct volumes were aspirated from the previous pump at each refill according to the hcp. Add'l info rec'd report that due to an overdose event with the replacement pump (see MFR report 3004209178-2010-09673), the hcp (healthcare provider) believed the explanted pump "didn't work" while it was implanted. The explanted and replacement pumps both delivered the same medication of morphine and bupivicaine with the same concentration at the same daily dose, therefore the reason for the overdose was unk by the hcp.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.